Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and one of the reported failures was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion section. The distal end is worn. Component failure of the distal end cover glass. The inner sleeve is broken. Component failure of the lg bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image was due to an electronic component failure of the insertion section. However, there was no issue reproduced related to the handle rotation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope handle rotates, the image becomes blurred, indistinct or noisy. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and to provide the results of the final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.